Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 14aug2017 to assess the instrument test well images in question, which appeared to be consistent with the instrument interpretation. An immucor field service engineer (fse) visited the customer site on 17aug2017 to assess the testing instrument in question. The fse found discoloration in pipettor probes 2, 3 and 4, and subsequently replaced those probes. The fse then determined that the instrument in question was subsequently operating as expected.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an rh (d) blood type mistype event, which was tested on a galileo neo.